Event description:
The customer reported that the instrument did not activate. There was no pt injury. The device was returned with one broken, missing snap pin. The site confirmed nothing fell into the pt cavity but could not confirm when the snap pin broke.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method os assembling the electrodes into the reusable instrument. Manufacturing performs a 100 percent visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.